Event description:
The pt fell and got struck in the head by someone's elbow (over the implant site). The magnet was displaced and it appears to be located over the plate electrode. Impedance telemetry was attempted, but was unable to be obtained. Specifications. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.